Manufacturer narrative:
Pt info: unk. Device problem code: (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - reported as 12.6mm vicmo12.6, -08.00 diopter lens - correct to 12.1mm vticmo12.1, -9.5/1.5/112 lens. Claim# (B)(4).